Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that some of the stored episodes displayed noise and 1-2 seconds of oversensing with pacing inhibition on the right ventricular (rv) channel. The root cause for the noise was not determined. The decision was made to explant and replace this rv lead along with the associated cardiac resynchronization therapy defibrillator (crt-d). It was noted this rv lead will not be returned. No additional adverse patient effects were reported.